Event description:
The customer reported that the system displayed a precharge error message and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the system battery and the battery printed circuit board. The system was tested and found to be working as intended and put back in service.